Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a fistulogram procedure, the embolization coil flipped along with the catheter subsequently prematurely detaching the coil. An an unsuccessful attempt was made to retrieve the coil however, it traveled to the heart. It was decided to leave the coil and monitor. The patient condition was reported to be stable. Additional information indicated that no further treatment was planned for this patient.